Event description:
According to the reporter, when the unit was switched on, the screen remained white. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident. Physio-control will submit a supplemental report on this event to the FDA as provided.